Manufacturer narrative:
Implant date: - (B)(6) 2005, explant date: (B)(6) 2013. A review of the available information was performed. All records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Published journal article ¿massive on-x mitral mechanical prosthetic valve thrombosis in nyha class I patient¿ describing a thrombosed on-x valve [arnaiz-garcia me, et al. 20 16]. The article reports the valve as "on-x 29". The patient was asymptomatic from surgery of 2005 until 2013, always in functional class I. Nyha I. The patient had three cardioembolic strokes since (B)(6) 2013, and CT-scan lesions were found in the brain. The patient progressively become dependent because her neurological condition. Inr were confirmed during this period to be less than 2 (1.5-2). The patient was discharged home after reoperation on date (B)(6) 2013. Some months after, the patient died at home, but the cause was unknown. Subsequent correspondence by field assurance with the surgeon indicates it was actually onxm-31/33 sn (B)(4) implanted (B)(6) 2005, explanted (B)(6) 2013 (8 years 240 days postop); replaced by a "labcor 29" bioprosthesis. The patient was a (B)(6) year old female with chronic atrial fibrillation. Obstructive thrombus of the on-x valve was observed by echocardiogram (and confirmed at surgery) after over 8 years implantation in the mitral position of the patient who was asymptomatic in nyha l until seven months prior to the explant surgery when she experienced three "cardioembolic strokes". Historical inr indicated reiterative inadequate levels of anticoagulation during this period of less than 2.0. The article indicates the valve was explanted and replaced without further incidence . However, subsequent field assurance inquiry found that the patient was reported to have died at home "some months" later of an unknown cause. Thrombosis (and subsequent reoperation) is a potential complication of mitral prosthetic valve recipients as noted in the instructions for use (IFU). While it is relatively rare-objective performance criteria report an incidence of 0.8% per valve-year for all rigid prosthetic valves [iso 5840:2005]-maintenance of adequate anticoagulation remains critical to the favorable prognosis of mechanical prosthetic valve recipients. Root cause for this event is chronic inadequate anticoagulation resulting in thrombosed mitral valve followed by explantation. No further action is warranted at this time.

Event description:
The patient was asymptomatic from surgery of 2005 until 2013. Always in functional class I. (B)(6). The patient had three cardioembolic strokes since (B)(6) 2013, and CT-scan lesions were found in the brain. The patient progressively become dependent because her neurological condition. Inr were confirmed during this period to be less than 2 (1.5-2). The patient was discharged home after reoperation on date (B)(6) 2013. Some months after, the patient died at home, but the cause was unknown.

Manufacturer narrative:
Implantation date: (B)(6) 2005 explantation date: (B)(6) 2013 sn (B)(4) product code: onxm-31/33 the patient was asymptomatic from surgery of 2005 until 2013. Always in functional class I. Nyha I. The patient had three cardioembolic strokes since (B)(6) 2013, and CT-scan lesions were found in the brain. The patient progressively become dependent because her neurological condition. Inr were confirmed during this period to be less than 2 (1.5-2). The patient was discharged home after reoperation on date (B)(6) 2013. Some months after, the patient died at home, but the cause was unknown. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The patient was asymptomatic from surgery of 2005 until 2013. Always in functional class I. Nyha I. The patient had three cardioembolic strokes since (B)(6) 2013, and CT-scan lesions were found in the brain. The patient progressively become dependent because her neurological condition. Inr were confirmed during this period to be less than 2 (1.5-2). The patient was discharged home after reoperation on date (B)(6) 2013. Some months after, the patient died at home, but the cause was unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to article "massive on-x mitral mechanical prosthetic valve thrombosis in nyha class I patient" "a (B)(6) female patient has suffered three transient ischaemic attacks in the last seven months [specific dates unknown at time of initiation] without other accompanying symptoms except neurological events.